Event description:
It was reported that the patient had sudden onset dyspnea with associated continuous low flow alarms. The patient then fell unconscious, cardiac arrested, and was never able to be resuscitated at the outside hospital. The patient passed away on (B)(6) 2025 due to cardiac arrest. They had a significant history of gastrointestinal bleed (gib) and arrhythmias. It was unknown if the death was device related as the device was not able to be retrieved due to no autopsy performed. The device operated as expected to the best of their knowledge. Log files were sent for review to investigation for pump malfunction, although suspicion was low. Following review, it appeared that the log began capturing low flows in the 2.4 liters per minute (lpm) range between 11:03 pm and 11:11 pm on (B)(6) 2025, at 12:11 am on (B)(6) 2025, the flows began dropping below 1 lpm and continued to drop until the pump was turned off at 1:08 am. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing the events. The low flow events appeared to have been a patient related issue, not an equipment issue. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6 correction: health effect - impact code 4647 - resuscitation added. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported event could not be conclusively determined through this evaluation. The submitted log files were reviewed. Intermittent low flow alarms were noted, which progressed to a persistent low flow alarm. After approximately two hours of the low flow alarm, the power cables and driveline were disconnected, consistent with discontinuation of support. A specific cause for the low flow alarms could not be conclusively determined through this evaluation. No other notable events or alarms were captured, and the pump appeared to operate at the fixed speed without issue while the driveline was connected. The heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation as it was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D, and patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrythmia, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.